Manufacturer narrative:
Zoll has not yet received the solex catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Event assessed as not serious because it does not meet criteria for seriousness. Based on available information, event was probably related to the zoll catheter due to relevant timing and location and no other obvious cause for such event. The event is probably related to the device and not related to the procedure. Refresher education with placement of the zoll catheters would be probably beneficial at this site.

Event description:
At around 5:30am, an experienced night provider placed the solex catheter (lot #unknown) via xray into the right internal jugular vein (ij) without issue. The catheter was about 3 cm from the hub. The change of shift assessment did not observe an abnormality with the insertion site. At approximately 11:30am, a leak was noticed and a saline bubble under the central line dressing was observed. The exact location of the leak in unknown but it is suspected to be very proximal on the catheter. When they assessed the neck of the patient, it was cold to the touch and small infiltrate/fluid was observed under the skin at the catheter site. The thermogard xp ivtm system did not display any alarms. The saline in the 500 ml saline bag had decreased to 250 ml. The target temperature was 33c and the patient was at 34c. The dwell time was approximately 6 hours. The catheter was replaced and placed in the left ij to continue therapy using the same console. The second solex catheter was inserted smoothly with no issues all the way to the hub, where the catheter is physically stitched to the patient's skin. No impact or consequence to the patient. The patient has been discharged home.

Event description:
At around 5:30am, an experienced night provider placed the solex catheter (lot #172347) via xray into the right internal jugular vein (ij) without issue. The catheter was about 3 cm from the hub. The change of shift assessment did not observe an abnormality with the insertion site. At approximately 11:30am, a leak was noticed and a saline bubble under the central line dressing was observed. The exact location of the leak is unknown but it is suspected to be very proximal on the catheter. When they assessed the neck of the patient, it was cold to the touch and small infiltrate/fluid was observed under the skin at the catheter site. The thermogard xp ivtm system did not display any alarms. The saline in the 500 ml saline bag had decreased to 250 ml. The target temperature was 33c and the patient was at 34c. The dwell time was approximately 6 hours. The catheter was replaced and placed in the left ij to continue therapy using the same console. The second solex catheter was inserted smoothly with no issues all the way to the hub, where the catheter is physically stitched to the patient's skin. No impact or consequence to the patient. The patient has been discharged home.

Manufacturer narrative:
B5 (describe event or problem) was corrected. The reported complaint of a leak on the solex catheter (lot 172347) was confirmed during functional testing. A water emission/leak was observed from the distal end of the manifold during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which survived pressure testing during manufacturing but resulted in a leak during the use. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed in the catheter's serpentine balloon. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the returned catheter was connected to the pressurized inflation, the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the distal end of the manifold during the lumen crosstalk test; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the solex catheter with lot number 172347.